Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "battery failure" error message using multiple autopulse li-ion batteries" was confirmed during the functional testing and based on the archive data review. The root cause for the reported complaint was due to the defective power distribution board, as a result of normal wear and tear of the platform. The autopulse platform was manufactured in 2012 and is more than 7 years old, past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed a crack on the top cover, a broken part in the bottom enclosure, a bent battery lock and observed an intermittent lcd backlight. The cause for the observed physical damage and the lcd backlight problem was appeared to be characteristic of harsh impact, likely due to user mishandling. The top cover, bottom enclosure, battery lock and processor board were replaced to address the physical damage and lcd problem. The autopulse platform failed initial functional testing due to user advisory (ua) 03 (error communicating with battery controller) error message displayed upon powering on. The archive data review showed occurrence of multiple ua03 error message on the reported complaint date, thus confirming the customer reported complaint. The power distribution board was replaced to address the ua03 error. Upon replacement of the processor board and the power distribution board, the autopulse platform was further tested using the manikin. After performing compressions for 8 minutes, the platform displayed ua17 (max motor on time exceeded during active operation) error message, which is unrelated to the reported complaint. Noticed that the temperature of both the drive train and the motor controller board were very high. Replaced both the drive train and the motor controller board to address the ua17 error. As a precautionary measure, the battery cable and motor controller power cable were replaced to address the high temperature of the motor controller board. Upon customer approval, service will be performed and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
Upon powering on, the autopulse platform (sn (B)(4)) displayed "battery failure" error message using multiple autopulse li-ion batteries. The user tested the batteries in another autopulse platform and the platform worked as intended. Unknown if the reported issue occur during shift check or patient use. No consequences or impact to the patient.